Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article: comparative effectiveness and safety of polymer-free biolimus-eluting stent and durable polymer everolimus-eluting stent in all-comer patients who underwent percutaneous coronary interventions. The additional adverse patient effects are being filed under a separate medwatch report#. The UDI is unknown because the part number and lot number were not provided. (B)(4).

Event description:
It was reported through a research article identifying xience stents that may be related to the following: death, myocardial infarction, stent restenosis, stent thrombosis. Specific patient information is documented as unknown. Details are listed in the attached article, titled: comparative effectiveness and safety of polymer-free biolimus-eluting stent and durable polymer everolimus-eluting stent in all-comer patients who underwent percutaneous coronary interventions.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.